Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00 mm x 20 mm emerge¿ balloon catheter was advanced to dilate the lesion. Upon removal, the device became stuck inside the guide catheter and the mid portion of the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient was safe.